Event description:
It was reported to covidien on 09/22/2009 that a customer had an issue with an umbilical catheter. The customer reported that the catheter is cracking at the junction where the hub meets the catheter. The cracking occurs when the nurse is bending the catheter down for fluid exchange. The catheter was pulled.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.